Manufacturer narrative:
Follow-up submitted with evaluation results. Recliner replaced.

Event description:
It was reported via repair work order that the mechanism was broken and would not latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the mechanism was broken and would not latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.